Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Please see the updates in sections h3, h6, and h10. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, the wear and peeling of the tissue pad was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. The tissue pad was worn and partly peeled off because the seal & cut output was performed without gripping anything (including after the tissue was cut). 2. The tissue pad was fell off because the pad added pulling load. The following information is included in the instructions for use (IFU): ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor the performance of this device.

Manufacturer narrative:
The device has been returned but the device evaluation is not yet begun. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Event description:
As reported for this event by the customer, during a therapeutic hepatectomy procedure, the device tissue pad separated and fell into the patient. The fallen piece was removed from the patient body immediately. The device was immediately replaced with a new similar device that was in stock, and the procedure completed normally without any delay. There is no harm or adverse impact to the patient. The functional mode at the time of the event was seal and cut 1. The device was inspected prior to use with no anomaly noted.